Manufacturer narrative:
(B)(4). The device was received in good physical condition. The device was tested on generator and it was found that the max and min hand control switch assembly buttons were not functional. However, it worked properly with foot switch assembly. Since the buttons did not activate, no continuous activation was noted when each of the max and min activation buttons were depressed and they returned to its original position as intended. The instrument was disassembled and damage was found to the flexible circuit in the form of corrosion under the switch dome assembly of both the max and min buttons. This caused the non-activation of the buttons. The corrosion in the domes is possibly caused when the device was soaked for re-use or the device being soaked for cleaning before shipment for analysis. The reported failure was confirmed but the root cause cannot be identified because it is unknown when the corrosion occurred. The corrosion would have inhibited electrical contact between the dome and the circuit. Our manufacturing, sterilization, packaging and shipment processes do not introduce corrosion to the device.

Event description:
It was reported that during a laparoscopic cholecystectomy, the device was not activated with the hand switch properly or activated without pressing the hand switch. Gen04 was used. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.